Event description:
The reason for explant is unknown at this time. This valve was previously reported to have thrombus in december 1999 (2648612-199900119) which was resolved and the valve remained implanted. Add'l info has been requested.

Event description:
Description of event: in 1998, a dr. Implanted a 21 mm aortic st. Jude medical mechanical heart valve sjm masters series (21ahpj-505). In 1999, there was a temporary discontinuation of anticoagulants so that the patient could undergo abdominal surgery. This resulted in the valve becoming thrombosed. Tpa was administered intravenously and the thrombus resolved. This was confirmed by echocardiogram. This event was reported as rt-180. In 2000, this valve was explanted as a result of "prosthesis dysfunction due to two organized thrombi" in the recessed pivot areas. No additional information was received.